Event description:
Communication reference number: (B)(4). Original order number: (B)(4). Item number: 1179216 - left 4pole motor gearbox for power wheelchair dealer alleges the clutch lever stopper had come out without. Due to this, clutch lever can not operate correcting. Replace motor gearbox per tech. Serv.